Event description:
On (B)(6) 2012, it was determined that the product was disposed of per hospital policy.product information was also obtained.

Event description:
On (B)(6) 2012, it was reported that this patient would be undergoing explant surgery due to pain at the chest and lack of efficacy. The patient underwent explant surgery on (B)(6) 2012. The device was reportedly implanted in 2000. Attempts for additional information and product return have been unsuccessful.